Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and accuracy testing of reagent lot 09525fp00. No customer returns were available. A search for similar complaints determined no increase in complaint activity. A review of ticket trending identified no trends related to the complaint issue. A device history review on lot 09525fp00 determined no issues were identified related to the complaint. Labelling was reviewed and found to adequately address the issue. Accuracy testing was performed with a retained kit of for lot 09525fp00 and an internal alinity I ca19-9xr panel. Acceptance criteria were met, which indicates acceptable product performance. Based on the investigation, no systemic or deficiency of the alinity I ca19-9xr for lot number 09525fp00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32-30 that has a similar product distributed in the us, list number 8p32-21 / 31.

Event description:
The customer reported a false elevated alinity I ca 19-9xr result on a (B)(6) male after having pancreatic cancer surgery. The patient samples were tested on both the alinity I and architect analyzers in previous months before. The following data was provided (alinity I reference range: less than 37.0 u/ml): on (B)(6) 2020 = alinity result = 38.35 u/ml, cleia result = 6.2 u/ml. Additional patient data was provided: on (B)(6) 2014 = architect result = 53.5 u/ml, on (B)(6) 2019 = architect result = 14.60 u/ml, on (B)(6) 2019 = architect result = 19.59 u/ml, on (B)(6) 2020 = alinity result = 40.70 u/ml, on (B)(6) 2020= alinity result = 47.58 u/ml, on (B)(6) 2020 = alinity result = 42.28 u/ml. There was no impact to patient management reported.